Event description:
The customer stated from (B)(6) 2016 they have been running 30-40 samples per day and they had received ten sporadic hba1c iii tina-quant hemoglobin a1c iii (hba1c) results that were not reproducing when repeated either on an instrument in their laboratory or when the sample was sent out to another laboratory. The physicians were questioning why they were obtaining many hba1c results coming out high. The customer provided questionable results on 3-4 patient samples for hba1c. Out of the data provided, four samples were erroneous. The first sample had an initial result of 6.83, the repeat result was 5.3. It was done by a fingerstick and run on an alere afinion as100 instrument. There was no information provided as to if the fingerstick was on the same day as the initial result or whether the initial result was reported outside of the laboratory. There was no patient information provided for this sample. The second sample had an initial result of 8.59, the repeat result was 5.4. It was done by a fingerstick and run on an alere anfinion as100 instrument. There was no information provided as to if the fingerstick was on the same day as the initial result or whether the initial result was reported outside of the laboratory. There was no patient information provided for this sample. For the third sample, the initial hba1c was 7.53% and reported outside of the laboratory. This sample was sent to another laboratory and the repeat result was 5.8%. It was deemed that the 5.8% was correct. Demographics in section a1 are for this patient sample. There was another sample on (B)(6) 2016 that yielded a result of 8.19%. A repeat test on that sample yielded a result of 6.65% with a glucose of 100 mg/dl. This was the result reported out of the laboratory. That sample was run multiple times to try and reproduce the elevated hba1c result. The reproduction of the result was unsuccessful. The average result of the sample was 6.69%. The sample was labeled the same as the patient who received the 7.53% result. It was not clear as to whether this was the one sample or two samples from the same patient. A request was made for clarification as to whether these two samples were the from the same patient or the same sample, however, that information has not been provided. There was no adverse event. The hba1c reagent lot number was 11642201 with an expiration date of 04/30/2017. Controls were within the specified range. The precision check test was run by the field service representative, all results indicated that the analyzer is performing correctly. The calibration and quality control were verified to be acceptable to the customer. The system is performing according to specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional data required for the investigation was requested, but not provided. It is possible that the reagent packs were exposed to inappropriate temperatures during transport/storage, which may lead to elevated hba1c results. All measurements from such an affected pack would be elevated, but not all complained results were elevated. Other possible root causes include probe mis-pipetting or a maintenance issue or pre-analytical sample handling. It is also recommended for the customer to check special wash settings.